Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: connection issue. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast prosthesis implantation procedure with a 550cc mentor cpx4 with suture tabs, tall height, smooth tissue expander on an unspecified side, suffered tear at the base of the implant's tab, post-operatively. As a result, the patient underwent implant explantation on (B)(6) 2020.

Manufacturer narrative:
On may 12, 2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date field has been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during visual evaluation a tear was observed at the union between shell and suture tab, located at 9 o¿clock. Microscopic examination was performed, and the cause of the rupture could not be identified. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although the manufacturing criteria was met during manufacturing, there is an open investigation to determine and address the root cause as appropriate, including but not limited to additional investigation related to design and manufacturing. Manufacturer¿s reference number: (B)(4).